Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been feeling heat/pain from the internal device on the left side for the past 3-4 months (end 2022/beginning 2023). The 4 most basal channels have been disabled due to their extra-cochlear position. A full insertion of the array was achieved at implantation.

Event description:
The user has been feeling heat/pain from the internal device on the left side for the past 3-4 months (end 2022/beginning 2023). Residual pain is felt after removing the processor for around 4-5 hours and is also felt when the user is lying down; it does appear that this is residual pain after stimulation. The user also experiences discomfort and pain in loud environments (restaurants) and when around loud instantaneous sounds (dog barking). The user reported pain 10/10 but otherwise was functioning normally. It is not stated where the pain was. The magnet strength is #2 and is relatively loose feeling. There is also no issue for the implanted contra-lateral side. The user was seen on (B)(6) 2023 and by the end of the appointment the user reported a burning sensation. The burning sensation does not occur when not wearing the processor. Since the previous appointment, the audiologist reports this issue continues, but is worse at a lower intensity level, and improved with higher intensity level/higher mcl's. The user notes that she is still getting frontal headaches on and off. The left processor and magnet site feel hot to her, but her husband does not feel the heat if he touches them. She has no change when wearing disposable vs. Rechargeable batteries. M levels were changed at a very low level (10 units) and the user reported extreme pain on all electrodes except 5. The surgeon reported that imaging reveals the implant to be in the appropriate position. Furthermore there is no sign of infection or irritation. When the user was last seen in summer 2023 the user "seemed happier". The clinic plans to follow up as needed.

Manufacturer narrative:
According to the information received from the field the recipient experienced heat/pain and burning sensation with the audio processor. Pain is a known side effect of cochlea implantation. No report of skin irritation, redness or injury has been received. The observed heating sensation was likely due to a lower threshold for thermal sensitivity, which can depend on various factors including skin surface conditions. Reportedly, with the current fitting map the painful sensation is less intensive. The recipient will be monitored by the clinic. This is a final report.